Manufacturer narrative:
Additional, changed, and/or corrected data: b6 d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ deflation: observed an opening assessed as fold flaw opening and observed a cracked valve seat diaphragm valve. Additional observations: ¿ yellow particles observed inside the device. ¿ crease fold and wear abrasion observed on the device.

Event description:
Healthcare professional reported right side "deflation with a capsular contracture baker grade unknown." Device has been explanted and replaced.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: deflation, capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "deflation and capsular contracture baker grade unknown." Device remains implanted.